Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump was reject batteries. The customer¿s blood glucose level was unknown. Customer also reported that they receive random no delivery alert and the insulin pump screen was rainbow effect. Customer was declined to troubleshoot. The product will not be returned for analysis.